Event description:
Patient reported left side "problems", capsular contracture baker grade unknown, pain and hardening of textured device. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported, left side "problems". Capsular contracture, baker grade unknown. Pain and hardening of textured device. Device has been explanted.

Event description:
Patient reported left side baker grade iii for the capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side "problems", capsular contracture baker grade iii, pain and hardening of textured device. Device has been explanted. Patient later reported recall and nodular and ovoid image.